Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. A technical support specialist stated that customer had resolved the issue and proceed to close the case. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis medstation es system had communication issues and was not able to retrieve medication. The customer reported that they were able to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had communication issue. Customer confirmed that there were no issues with the facility. The system functioned as intended.

Event description:
It was reported by the customer that when using the pyxis medstation es system station had communication issue. The nurse was prevented to obtain the medication. The customer reported that they were able to retrieve the medication from another station and there were no delay to patient care. There were no adverse events or injuries reported based on this event.